Manufacturer narrative:
There was no visual inspection of the lens as the lens remains implanted in the eye. The complaint can¿t be confirmed. A review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The optical measurement performed at final inspection was reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) were reviewed and provides adequate instructions for the surgeon to ensure the correct placement and orientation of the lens within the capsular bag. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Explant date: if explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. Initial reporter: telephone number: (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced post op refraction with the intraocular lens (iol) that was implanted in the patient's left eye. Patient's pre op vision was 6/24 and post op vision was 6/12p. The lens had rotated by more than 10 degrees from actual orientation. The fifteen (15) day post op refraction was +1.00/-1.25 *60. Re-orientation of the lens was performed (B)(6) 2015, which was day 15 post op. The patient at the moment was not complaining of compromised visual outcome. No further information was provided.